Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices and was found to be in an unbendable state and is deemed inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.